Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 19425640. Product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 19425640.

Event description:
It was reported that the patient underwent an explant procedure due to a loss of therapy. The revision occurred sometime last year and boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.